Event description:
It was reported two balloons ruptured on the first balloon between four and five atms during a iliac angioplasty procedure of a highly calcified lesion via an ipsilateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. These devices have been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in a highly calcified lesion which co feels may have contributed to this event and do not attribute it to these devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."